Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav catheter and an irrigation issue occurred (device used on patient). After flushing, confirming low flow, and inserting into the patient¿s body, the syringe pump, which was supplying flow of pentaray nav, encountered an error, which was not resolved. When removed the catheter from the patient¿s body, no fluid was coming out. Timing was approximately 5 minutes after insertion into the patient¿s body. Since fluid was not coming out even after re-flushing, replaced the catheter with another new one. After replacement, the catheter could be used without problems. The procedure was completed without patient consequence. Additional information was received. The suspected device for the reported flow/irrigation issue was the catheter. The issue was not noted before the device was used on the patient. The issue was noted after the pentaray nav catheter was used on the patient. The catheter was replaced with another new one and the issue was resolved.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-jul-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 22-jul-2025. The pump was not a bwi product. There was only an error sound indicating that the irrigation had stopped. Since the issue was related to the pentaray nav, it was not related to the generator. The device evaluation was completed on 23-jul-2025. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav catheter and an irrigation issue occurred (device used on patient). The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection was performed following j&j medtech procedures. Visual analysis revealed no anomalies on the device. Then, since the device was not irrigating, further investigation was performed. It was noticed that the irrigation tube was folded at tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed due to the conditions of the irrigation tube. The potential cause may be attributed to device usage during the procedure; however, it cannot be determined with the information available. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 28-jul-2025, noted a correction to the 3500a follow-up #1 as under h2. If follow-up, what type? Should have also selected ¿correction¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).